Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly, however corroded keypad traces were noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer got stuck into the prime sequence; customer was trying to deliver an insulin bolus and is unable to treat. Customer stated that he removed the battery and put it back in and issue persists. No button error alarms occurred. Blood glucose value is 235 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.